Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and required multiple presses to activate the pump screen. The customer's blood glucose level ranged from 55 to 350 mg/dl. The customer reported the button was currently working as expected.